Event description:
Healthcare professional reported "any creases associated with hole" "hole in radius (edge)". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: -deflation: observed an opening assessed as fold flaw opening. -crease/folding of implant: observed creases on device. As per the investigation procedure, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation. Later healthcare professional reported "any creases associated with hole" "hole in radius (edge)". This record is for the left side. Device was explanted

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.